Event description:
On 08/25/97 it was reported to alm that an alm light fixture, model prc 5501 had dropped from the ceiling mount on 08/23/97. Alm immediately dispatched an alm technican, along with a replacement light fixture to: 1) evaluate the fixture in question 2) replace the fixture so the customer could continue to work in the room. The light fixture was replaced on 08/26/97 and the initial inspection has shown that six non-removable, machine pressed pins had sheared off, causing the light to detach from the mount. No additional information can be given at this time as the hospital will not release the light fixture for further inspection.